Manufacturer narrative:
(B)(4). No sample is expected to be returned. Without the actual complaint sample a full investigation cannot be completed. We are unable to determine the exact cause for this specific event however, previous investigations for the reported issue have been performed and documented under a corrective and preventative action. Additionally, manufacturing controls are in place to detect cuff inflation/deflation related defects to reduce the potential for occurrence during the manufacturing process. Information of this nature is included in our database and monitored through trending.

Event description:
Customer reported a cuff leak after patient intubation. Customer confirmed that no fault was identified during pretesting efforts. The information provided suggest that extubation and reintubation of a replacement tube was required. Customer confirmed no additional harm to the patient.